Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device at the product analysis center (pac). The digital pcb assembly was removed and tested. The cause of the reported issue was determined to be due to a short circuit of resistor, designator r35, on the digital pcb assembly. The device was destructively tested.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control determined that the device is not serviceable and the customer will be provided a warranty replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.